Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a possible vertical gas breakthrough occurred. It was not possible to lift the flap in left eye of the patient during refractive surgery. The procedure was completed. There was a reported patent impact as not possible to raise the flap.

Event description:
A non-healthcare professional reported that a possible vertical gas breakthrough occurred. It was not possible to lift the flap in left eye of the patient during refractive surgery. The procedure was completed. There was a reported patent impact as not possible to raise the flap. There are multiple related reports for this facility. This report addresses the patient (B)(6), left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information was provided in a.1., and b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service history onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue the review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to company for evaluation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).